Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted, the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not emit x-rays and a communication error was displayed. No pt injury was reported.